Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. There was no damage in the keypad assembly noted. There was no unlocked j2 lcd keypad connector during visual inspection. There was no cosmetic damage noted.

Event description:
Customer reported that the down arrow button on the insulin pump does not respond. Customer was trying to program the device. Blood glucose value is 125 mg/dl. Nothing further reported.